Event description:
It was reported that the patient presented to the hospital for a routine generator change out procedure. Interrogation of the pulse generator prior to the procedure noted that the right atrial (ra) lead was oversensing noise resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.